Event description:
During baxters device evaluation, the device was found to display inaccurate keypad entries. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The evaluation confirmed the reported keypad anomalies. The following keys are inoperable: #3 and #6 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.